Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device¿s tachycardia mode had been left on post-explant. A visual inspection of the device header and case noted an arc mark on the device casing. The seal plug was intact and the set screws operated normally. A review of the device memory identified a charge timeout and long charge error fault codes. It was concluded that damage to the device occurred when shock therapy was delivered while the lead was in contact with the device casing post-explant.

Event description:
Additional information received indicated that this device was not turned off prior to being explanted. During the pre-operative appointment, the patient was with a family member who also had an s-ICD. Review of data noted that this device was scanned by the programmer, but was not turned off. Instead, the family member's device was also found by the programmer due to the patient being in close proximity, and was inadvertently selected and programmed off. The issue was not identified until a few months later when a remote monitoring notification was received that the patient's family member's device was turned off. The family member was brought into the clinic and tachycardia therapy was programmed back on. No additional adverse patient effects were reported.